Event description:
Boston scientific received information that during a routine follow up appointment, high out of range atrial lead impedances were observed with high capture thresholds. The patient was admitted for surgery. Once the pocket was opened, it was observed that the atrial lead had pulled back partially out of the atrial port on the device header. Upon reinserting the lead back in the header, normal function and measurements were obtained.

Manufacturer narrative:
All products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.